Event description:
The covidien customer support engineer (cse) reported that the 840 vent failed the oxygen sensor calibration while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).